Event description:
It was reported that "when the surgeon clips a vessel (closes the applier), the clip remains stuck to the applier and tears the vessel when they try to remove the applier. Patient admitted for major surgery (hyperthermic intraperitoneal chemotherapy - hipec) during which significant blood loss occurred. The medical report states that the device is not specifically involved. Blood loss is estimated at 1.15 l with a urine output of 1.8 l. The patient received 12 l of fluid resuscitation, including 9.5 l of nacl and 2.5 l of isofundin, as well as 4 doses of 20% albumin. The patient received a transfusion of 2 units of packed red blood cells during the operation. Patient admitted to the ICU post-operatively with close monitoring."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.